Manufacturer narrative:
Visual inspection of the returned device revealed the wave spring was not attached to the needle and therefore the handle/valve could not stay fastened on. The handle/valve assembly was reattached using the returned wave spring but was too loose to secure the handle/valve assembly. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 01/13/2011. Date the initial reporter provided the info to the manufacturer: (B)(4) 2011.

Event description:
It was reported the locking mechanism/hub fell off the needle after it had been inserted into the pt.